Manufacturer narrative:
The reported events were failure to capture, operation issue, and ¿electrodes cannot be firmly hooked¿. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-42997 it was reported that patient presented for an implant procedure. During procedure two leads were attempted in the atrium. It was noted that one lead could not been fixed in the myocardium and the second lead exhibited high capturing threshold and could not been fixed in the myocardium. No atrial lead was implanted, and the procedure was completed with implanting right ventricular lead. The patient is recovering after the procedure.